Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was broken, that there was crack on the reservoir fits and the plastic o-ring is loose. Customer also reported green led light on charger. The green led light is continuously solid. Customer stated that, the pump has cosmetic damage and the pump does show signs of physical damage. Top lid were you lock the reservoir in, the o ring is broken and the inside seal. The reservoir can be locked in place but will seem loose. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Reservoir does not stay locked in due to missing retainer. Unit received missing reservoir tube o-ring, broken reservoir tube lip, cracked case (battery tube), minor scratches on case and minor scratches on lcd window.